Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1tssr, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient reported that yesterday she had her 6 week appointment after implant. Patient states that the hcp looked at both the incision for her lead wire and the incision for her implanted battery, and she felt like there was a stitch, so the hcp "pulled and tugged and tried snipping" the stitch. Patient reports today she noticed not feeling the stimulation and is feeling a sharp pain in the leg that radiates, and noted it was either yesterday or today that this issue first started. Patient reports that because of the placement of the lead wire, if she bends over "it¿s like the lead bends". Patient noted when this happens, she experiences stimulation changes, and confirmed this has been the case since implant. Patient states her reason for calling is to get suggestions on what to do with the issues reported since the doctor¿s office was closed. Patient services recommended patient could possibly turn the stimulation down or turning the implant off for a period of time to see if the symptoms go away. Patient noted she did not have her programmer with her and was driving, but she will try out these suggestions when she gets home. Patient was also encouraged to follow-up with the hcp as well, and patient states she will call and leave the doctor's office a voicemail. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1tssr, implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-aug-2022, UDI#: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient did see their doctor to get their device checked since their previous call the cause of the loss of stimulation and stimulation changes when bending was not determined. After getting assistance, the patient turned up the stimulation and it started again. It still changes when she bends. The sharp pain in the leg that radiates did resolve. No further complications were reported or are anticipated.